Manufacturer narrative:
Should the device be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead and associated device displayed pacing impedances of greater than 2000 ohms. Lead damage as suspected but unable to be confirmed. The patient was seen for a revision procedure where the lead was surgically abandoned and the device explanted. It was reported that the device was to be returned; the device has not yet been received for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded approximately two months after the device was explanted. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The clinical observation of high pacing impedance was unable to be confirmed. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Subsequently the device was returned.